Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va10n2h, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a fall and since then has experienced a lack of therapeutic effect. The patient was concerned that the lead may have dislodged. Patient stated they feel stimulation on and off. The patient stated her hcp wanted her to call and get assistance in raising stimulation settings for program 4. Patient services had patient sync with ins and found that stimulation was on and program 4 was being used at 5.4v. Patient services assisted patient in increasing amplitude to 6.2v. Patient stated that the hcp was aware of the fall, but had not conducted any imaging of the system to determine if the fall had affected device placement. The patient felt stimulation. Patient will monitor therapeutic effect for program 4 at 6.2v and continue to work with hcp regarding lack of therapeutic effect since the fall. Event date: multiple. (B)(6) 2016 ((B)(6)): fall (B)(6) 2016 ((B)(6)): loss the therapeutic effect. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.